Event description:
It was reported that the powerseal would not seal during use. The procedure was completed with a similar device with no patient injury or adverse event.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: b5, d8, h2, h3 & h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.